Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check, but no issues were identified. Reportedly, the customer was reusing insulin with the pump. Tandem customer technical support informed customer that removing or adding insulin from a filled cartridge after loading is off-label per the user guide. Customer changed the cartridge and infusion set and resumed insulin therapy.